Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patients charger was dead and was unable to charge ipg thereby leading ipg to be inoperable. As such surgical intervention is undertaken wherein the ipg was replaced and therapy restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.